Event description:
It was reported in a literature article that twenty-three patients underwent cervical spine fusion surgeries. There were five unilateral constructs and 18 bilateral constructs. The instrumented levels was c2-c5 in one patient, c2-c6 in one patient, c2-c7 in one patient, c3-c5 in one patient, c3-c6 in one patient, c3-c7 inn five patients, c4-c7 in one patient, c5-c6 in four patients, c5-c7 in seven patients, and c6-c7 in one patient¿a total of 59 cervical levels involved. The average number of involved levels was 2.6 levels/patient. All instrumented levels were fused. The patient was treated with a posterior decompression and fusion at the c3-c7 levels for cervical degenerative disc disease. The patient had postoperative wound drainage and pain. The patient developed a deep wound infection with citrobacter. The patient was treated with a posterior irrigation and debridement and intravenous antibiotics.

Manufacturer narrative:
Literature article citation: sasso. ¿a retrospective study of the use of vertex® reconstruction system for posterior stabilization of the cervical spine in clinical practice.¿ (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.